Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. Replaced black stylus, 25 point stylus calibration was done and found working ok. Checked electrocardiogram (ECG) cable and found working ok. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.